Event description:
On the (B)(6) 2022, integrum received a report form stating that a patient had fallen during walking due to insufficient attachment of the axor ii. After requesting more information, it was communicated by the cpo that "the patient had been having some issues with the axor not fully staying snug once he tightened it on. He said it felt loose and then he fell. I am not sure when the damage actually occurred. The patient was not injured during this incident." When inspecting unit i6560, the clamps were severely damaged from the fall, and one clamp was stuck to the clamping nut, making the unit impossible to open without the help of tools. The bending and rotation release mechanisms were tested and functioned according to specification. The inspection shows that the damage to the clamps and clamping nut was a result of the abutment not being fully inserted when the fall occurred. Due to the damages of the unit, the state axor ii before the fall occurred cannot be investigated. It is therefore not possible to draw any conclusions if the abutment was not fully inserted to the axor ii due to insufficient grip of the axor ii or user error when attaching the axor ii. However, the patient stated that the axor ii connection was loose and the axor ii should therefore not have been used, as stated in the IFU:"the axor ii should not be used if stable attachment cannot be achieved. If the user experiences problems like this, they should contact their prosthetist immediately." Unit i6560 has been serviced and tested. The customer has been informed about the importance of following the IFU.